Event description:
Caller reported that the footrest is broken; cracked on the plastic part where you rest your foot.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.